Manufacturer narrative:
Investigation completed 08/24/2017. Inspection of the returned c4601s cusa excel tip found the distal end broke off at the location of the pre-aspiration holes. The surface condition does not indicate the use of cem nosecone for electro surgery. Inspection of the distal end found the edges were jagged and fractured. The main body of the tip exhibits scratches along the length indicating contact with a hard surface. The root cause cannot be conclusively determined but, is consistent with contact with a hard object similar to a metal instrument or hard surface; user error. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
Device broke during surgery; risk of losing broken part in the wound. Increase of surgery time was reported. Additional information has been requested.

Manufacturer narrative:
Investigation completed 5/25/2017. Method: DHR review, trend analysis. Device history records (DHR) of manufacturing lots 1165444 and 1165109 of 23 khz standard tip was reviewed. According to the DHR review, no anomalies were reported during the assembly and packaging processes of these lots that could be related to the reported condition. Besides these complaints, no additional complaints related to ¿broken tip¿ have been reported for the fg lots 1165444 and 1165109. Three (3) of these complaints are related to fg lot 1165444 and the other two (2) to fg lot 1165109. After reviewing the complaint system from april 2015 to april 2017, fourteen (14) complaints related to ¿broken tip¿ (including the complaints being investigated) have been reported. Most of these complaints identify the possible root cause of the returned units with an application error that is caused when the tip is in contact with another metal object during use. The user guide units indicates certain precautions that must be followed, for example; ¿when the hand piece is powered on, contact of the tip with a hard surface (e.g. A metal instrument, tray, staples, clips, instruments, etc.) May damage the tip of the hand piece and require replacement before use.¿ conclusion: failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation and three attempts have been made to acquire.